Event description:
The complaint is reported as: the doctor found the hub of the needle cracked when trying to aspirate blood into the syringe. The needle was removed and a new syringe was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for evaluation. Visual and microscopic examination of the needle revealed two large cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson. Syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory syringe to functionally testing. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed with no relevant findings found. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained two cracks in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The complaint is reported as: the doctor found the hub of the needle cracked when trying to aspirate blood into the syringe. The needle was removed and a new syringe was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
The complaint is reported as: the doctor found the hub of the needle cracked when trying to aspirate blood into the syringe. The needle was removed, and a new syringe was used. No patient harm reported. The patient's condition is reported as fine.